Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 9610773 - 2024 - 02141 (1/2).

Event description:
It was reported that the footswitch may have been involved in the generator code e433. The issue was found during preparation for use for an unspecified procedure, which was completed with a similar device after a 10 minute delay. There were no reports of patient harm.